Event description:
Hologic field service engineer (fse) reported one discrepant sars-cov-2 tma run on panther instrument sn (B)(4). The sample in question was accidentally tested in multiple replicates and had discrepant results. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. Results were not reported out for this sample.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the sample in question a low positive, so the second time the sample was pipetted, it was below the limit of detection. Ts provided log review to customer, who reported no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.